Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a regeneten implantation procedure using the bioinductive implant in 2022, the patient had rice bodies and experienced pain, a washout was performed on (B)(6) 2023. The current patient status improved since washout.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined with the clinical information provided. A review of device and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the implantation operative report noted, significant synovitis and a shaver was used to remove fibrous tissue from the acromial undersurface. It was reported, nine-months post implantation patient had pain and swelling, and MRI demonstrated subacromial swelling with innumerable rice bodies. Patient had a debridement and washout. The operative report indicated, innumerable rice bodies in subacromial space likely well over 100. The mir and arthroscopic images were provided which support the report but do not indicate a root cause. Inflamed subacromial space with friable tissue underlying acromion and overlying rotator cuff. It is reported patient status improved since washout. The provided photos were reviewed and demonstrate what was reported as ¿rice bodies¿. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. As conclusion, it should be noted that the patient has a depuy/synthes peek anchor implanted. The reported pain and swelling may be consistent with the reported rice bodies; however, the clinical root cause of the rice bodies cannot be confirmed. It cannot be concluded the rice bodies were associated with the s&n implants. The patient impact beyond the reported events cannot be determined; however, it is noted the patient status has improved. No further clinical assessment is warranted at this time. Based on the information provided, we are unable to conclude specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.